Event description:
On (B)(6) 2010, a dental product distributor reported that a 3m espe filtek ls low shrink posterior restorative capsule flew out of the dispensing gun and hit the back of the patient's throat. A dental office reported this incident to the distributor. The patient was reported to not have suffered an injury as a result of this event; it is being reported because of the potential for a serious injury to occur if this situation were to happen again and the capsule is ingested or aspirated. Upon follow-up with the dental office in which this event occurred, it was learned that the product in the capsule was hard and could not be extruded from the capsule. The office is unsure of which capsule dispenser was actually in use at the time this event occurred. The dental office returned two capsules of product from different shades. It is not known which capsule was involved in this event.

Manufacturer narrative:
Evaluation methods, results and conclusions: the product was returned to 3m espe for testing. Extrusion testing was conducted and found the material was above the maximum force specification allowed for extrusion of product from the capsules. The returned capsules met product release specifications at the time of product release.